Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the main coil could not be pushed. The patient presented with bilateral iliac aneurysms, including involvement of the internal iliac artery. A 15mm x 40cm interlock 35 was selected for embolization. Access was obtained via the left puncture site, and a guidewire was advanced into the right internal iliac artery. Following guidewire placement, angiography was performed using a cordis 5f angiography catheter positioned at the target embolization site. The 15mm x 40cm interlock-35 coil was advanced; however, the coil could not be pushed out of the catheter for deployment. Multiple attempts were made by the physician to deploy the coil, but these attempts were unsuccessful. The device was removed and replaced with another 15mm x 40cm interlock-35 coil of the same specification, which was successfully used to complete the embolization. The patient remained stable following the procedure as a result of this event however, device analysis revealed that the arm coil was detached.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: device/media analysis: upon receipt at our post market quality assurance laboratory, this interlock .035 device was examined. Visual and microscopic inspection showed the main coil was deformed and stretched at the primary coil section, moreover the arm coil and the zap tip were detached. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: based on a thorough review of the reported event of main coil unable to advance in catheter, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. Boston scientific has assigned an investigation conclusion code of adverse event related to procedure to the damages found during analysis.